Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 9 patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 39.5 mg/l. On (B)(6) 2022 the repeated result was 10.7 mg/l. Patient 2: the initial result was 12.4 mg/l. On (B)(6) 2022 the repeated result was 31.2 mg/l. The samples were repeated because the customer was performing a lot-to-lot reagent comparison. The results were not reported outside of the laboratory. The customer does not know which results are correct. Due to the lot-to-lot reagent comparison not passing, the customer performed "look back" testing. The customer had to provide 7 corrected reports. The results for the 7 patients were requested but not provided. One of the reagent lot numbers is 57225101 with an expiration date of 31-may-2023. The other reagent lot number is 583232 with an expiration date of 31-jul-2023. The customer did not provide which reagent lot was used to obtain each of the results.

Manufacturer narrative:
The customer's calibration results were ok. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer's sample pre-analytic details were ok. The field service representative found the issue was caused by failing reagent probes. He replaced the reagent probes and performed a successful precision check. The customer performed calibration and qc and the results were within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.